Event description:
It was reported that the patient presented in clinic for follow up. The patient underwent magnetic resonance imaging (MRI) and the implantable cardioverter defibrillator went into back up operations. Further information was requested but not received. The patient was stable.